Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported battery is showing a red x on the display. There was no reported patient involvement.